Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high increasing impedance and high thresholds. The lead was programmed to max output to ensure capture. The lead is scheduled to be replaced.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated there was a connector pin observation. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted there was more than one sets of setscrew marks on the is-1 pin. But no sets of setscrew marks on the rv df-1 pin. This indicated that the rv df-1 pin was not connected to the device, happened at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated there was a connector pin observation. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted there was more than one sets of setscrew marks on the is-1 pin.. But no sets of setscrew marks on the rv df-1 pin. This indicated that the rv df-1 pin was not connected to the device, happened at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated and unstable thresholds. The left ventricular (lv) lead also exhibited fluctuating lead trends. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.